Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Additional observation not reported by site: the instrument was found to have a broken grip at the grip base. A piece approximately 0.0825" x 0.0315" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, and force bipolar instrument had wire showing. The procedure was completed with no reported injury.